Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/13/2023. An investigation was conducted on 01/30/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the cannula or the c- ring. The heater wire on the harvesting device was observed to be flexed and bent away from the hot jaw, from the base of the hot jaw, with detachment at the tip of the hot jaw. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications the lot # 3000281083 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 is broken. When they opened the kit they noticed the tip was not normal. The heater wire had popped off of the jaws and was bent. No components of the device (metal / silicone) detached into the harvesting tunnel / inside the patient? They opened a new vh3500 kit and it was fine. No procedural delay. The hospital did not report any patient effects.